Manufacturer narrative:
In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, switch 1 was detached, the play of the up/down and right/left knobs were out of standard value due to wear of the angle wire, the adhesive around the objective lens had a white clouded area, the light guide lens was cracked, the bending section cover adhesive had a discolored area, and the scope cover unit was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that switch #1 of the colonovideoscope was defective. There were no reports of patient harm. During the device evaluation, the air/water tube and cylinder was found to have a white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.